Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse was attempting to initiate hypothermia on the arctic sun device and there was no flow. The device displays priming but immediately displays stopped. The system diagnostics water control showed flow rate 0 lpm, inlet pressure was 0.1 psi, circulation pump was 100 percentage. Mss walked through disconnecting and reconnecting the 5 pads holding behind the clear clamps. They attempted to restart the device and it displayed priming and then stopped. Mss recommended to send the device to the clinical engineering department for repair and had another device they can use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse was attempting to initiate hypothermia on the arctic sun device and there was no flow. The device displays priming but immediately displays stopped. The system diagnostics water control showed flow rate 0 lpm, inlet pressure was 0.1 psi, circulation pump was 100 percentage. Mss walked through disconnecting and reconnecting the 5 pads holding behind the clear clamps. They attempted to restart the device and it displayed priming and then stopped. Mss recommended to send the device to the clinical engineering department for repair and had another device they can use.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the nurse was attempting to initiate hypothermia on the arctic sun device and there was no flow. The device displays priming but immediately displays stopped. The system diagnostics water control showed flow rate 0 lpm, inlet pressure was 0.1 psi, circulation pump was 100 percentage. Mss walked through disconnecting and reconnecting the 5 pads holding behind the clear clamps. They attempted to restart the device and it displayed priming and then stopped. Mss recommended to send the device to the clinical engineering department for repair and had another device they can use.